Manufacturer narrative:
(B)(4) (B)(6) reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nurse noticed a hair on opening a sterile implant package during a left hip bipolar hemiarthroplasty. Another device was used to complete the surgery. There was no delay in the surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event cannot be confirmed as the seal of the blister was open upon return of the device. Visual inspection did confirm an unknown hair-like object found on top of the foam pack. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was non-verifiable as the product was already open. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.